Event description:
It was reported that the customer had a button error alarm on his insulin pump. Customer stated the insulin pump may have been exposed to moisture. The customer's blood glucose level was 175 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.